Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented in the emergency room with shortness of breath. Upon interrogation, noise was observed on the right ventricular channel. The device remains implanted. No further information is available.